Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that telemetry could not be established. The device was explanted since there were also signs of infection.